Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR 2134265-2016-00562. It was reported an aspiration issue occurred. An avx® thrombectomy set was selected for use during a thrombectomy procedure. During the use while the catheter was in a patents blood vessel, there was no blood return in the return bag, only saline. The catheter was not sucking any clot back and was removed from the patient. Another catheter was used but had the same issue. A third catheter was used during the procedure. No patient complications were reported.